Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb and gib were reseated and the power supply one was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that fluoroscopic x-ray was intermittently working. No pt injury was reported.